Event description:
The patient was "not getting stimulation all the time, or was not getting stimulation on all settings". Impedances were checked and found to be >4000 ohms on all or some of the bipolar pairs. The health care professional (hcp) wanted to investigate further before she decided to replace the lead and/or extension. They planned to attend the patient's place of work to do an assessment; the hcp felt the problem may be work related. Additional information has been requested, a follow-up report will be sent if additional information becomes available.